Event description:
The facility reports the resident requested to be gotten up before supper. Two caregivers went in and got the resident ready for transfer (placed resident in the sling, hooked it up to the lift), and picked him up like normal. The lifter wasn't making any sounds and it appeared to be normal. After the resident was in the air, the caregiver opened the legs on the lift and went to move the resident towards the chair. At this point, the swivel broke off and resident fell to the floor, landing on his left side hitting his head on the back of the lift. One caregiver called for help; multiple aids came running in to assist. One caregiver supported the resident's head and told another to get a different lift, so the resident could be placed back in bed. The resident was alert and shaken up. Another lift was brought in and the resident was placed back in bed and elevated. The resident sustained a contusion and a lumbar-sacral sprain.